Event description:
A patient reproted experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 357, 159, 257, 179mg/dl. Tests were done wtihin 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported. Note: customer was using the same finger and expired control solution.